Event description:
It was reported that during an arthroscopic procedure the physician was utilizing a procise xp plasmawand. During the procedure, the physician reported that a piece of the molding that affixes the shaft of the wand to the hand piece had come off. The doctor stopped the procedure and was able to retrieve the fragment before anything fell into the pt portal. A new procise xp plasmawand of the same lot was opened and the physician felt that the wand shaft was loose and decided not to use the device. A third wand was opened and the procedure was completed. The issue created a surgical delay of approximately 20 minutes. No other complications were reported as a result of this event.

Manufacturer narrative:
The pt¿s age and gender have been requested but were not received. Ref MFR¿s report no. 9019871-2012-00302.